Manufacturer narrative:
Test. Pump trace download analysis confirmed the pump alarmed power error and low battery. The power management tool confirmed power error and low battery alarms were triggered when the battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The pump was received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call the insulin pump alarmed power error. The customer's blood glucose at the time of incident was 300 mg/dl. Customer's wife stated she was calling because her husband's pump alarmed power error. The wife also states it has been receiving low battery alarms. The power error alarmed was received twice in one day. The customer was advised the pump needs to be replaced. Recommended customer refer to back up plan per hcp instructions. The insulin pump will be returned for analysis.